Manufacturer narrative:
A ge service rep perfromed an onsite investigation. The broken interconnect cable was replaced. A new monitor without image rotation was left on a trial basis and one with rotation was ordered. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not produce x-rays, the monitor would not switch on and the interconnect cable was damaged. No pt injury was reported.